Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The clinical observation was unable to be confirmed. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. A definitive root cause could not be determined; however, it is likely that operational context and patient related factors contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 19 mm pericardial valve, implanted one (1) day, was explanted due to occlusion of left-coronary artery. The valsalva sins was narrow and blood flow near left-coronary artery become sluggish after implant and it led to occlusion of left-coronary artery. Enlargement of valsalva sinus was performed with a 4700 patch and this valve was explanted and replaced with a 19 mm pericardial aortic valve.